Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-jul-2017, the fse found a loose incubator home sensor belt. The fse aligned the incubator and tightened the belt. Preventative maintenance was also performed. The instrument was verified as operational there was no further action required by fse. The most probable cause of the reported event was a loose incubator home sensor belt.

Event description:
On (B)(6) 2017, the customer reported error 4153, cup transfer - z axis home overrun, on their aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.